Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a motion sensor test failure alarm. The customer's blood glucose was 156 mg/dl at the time of incident. The customer stated that she was not wearing the insulin pump during a procedure. The insulin pump failed displacement test. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had a constant motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement, basic occlusion, occlusion, prime, excessive no delivery, unexpected restart or self tests or test the operating currents and off no power alarm due to the motion sensor alarm. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.